Event description:
Additional information: the reported date of patient death was (B)(6) 2012. The cause of death was pancreatic cancer and not device related.

Event description:
It was reported that the pump stopped working. A patient death was reported. It was indicated that the death was not device related. The pump was delivering hydromorphone.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. A partial catheter was returned. The catheter passed acceptable testing. Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
Catheter: model: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter: rod model: 8583, lot #: n310552, implanted: (B)(6) 2011, explanted: unk.

Event description:
A volume discrepancy was reported with the actual residual volume greater than the expected. It was stated that at the first refill following pump implant, 20ml of the drug was aspirated from the pump when 4ml were expected. At implant they were able to aspirate through the cap (catheter access port). The pump logs had not been checked at the time of this report. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information noted that volume discrepancy was thought to have been due to the catheter, but it was uncertain what the catheter problem was.

Manufacturer narrative:
(B)(4).